Event description:
Tech alleged that the brake casters are ratcheting while in brake mode. No pt impact.

Manufacturer narrative:
The tech replaced all brake casters and the brake steer linkage to resolve the issue.